Event description:
Patient presented for electric stimulation treatment. After being on treatment for 9-10 minutes pt complained of pain at the stimulation site. Approximately 5 hours after leaving facility pt called stating she had a blister.